Event description:
This unsolicited case from united states was received on (B)(6) 2017 from a patient. This case concerns a (B)(6) years old female patient who received treatment with synvisc injection and later after unknown latencies was unable to walk, experienced swelling in knee and pain in knee. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient initiated treatment with intra- articular synvisc injection (dose, frequency, batch/lot and expiration date not provided) for osteoarthritis. On (B)(6) 2017, patient received the third injection. On an unspecified date in 2017, after unknown latency, patient had a lot of pain and swelling in the knee. Patient had to go to the emergency room due to the pain. It was reported that the patient went to shopping after the injection and was doing fine. Later in the evening, patient went to the show and after sitting there for a couple hours, patient was unable to walk (onset date: 2017; latency: unknown) and had to have help walking out of the show. It was reported that the emergency room gave her something for the pain and told her to put some ice on the knee. Corrective treatment: not reported for unable to walk, ice for swelling in knee and unspecified medication and ice for pain in knee. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated with global ptc number: (B)(4). The product lot number was not provided; therefore a batch record review was not possible. Based on the lack of information provided, no CAPA was required. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitored adverse event reports with or without lot numbers and assessed possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. This review had not indicated any safety issue. Sanofi will continue to monitor adverse events to determine if a CAPA is required. Seriousness criteria: important medical event for unable to walk. Additional information was received on 13-jul-2017. Global ptc number and results were added. Text was amended accordingly. Pharmacovigilance comment: sanofi company comment dated 13-jul-2017: the follow up information received does not change previous case assessment. This case concerns a patient who received treatment with synvisc for osteoarthritis and later experienced knee swelling, pain and was unable to walk. On the basis of temporal relationship and clinical course causal role of suspect product cannot be excluded in occurrence of the event. However, due to lack of information regarding medical history, concomitant medications and past drugs complete medical assessment of the case is difficult.

Event description:
This unsolicited case from united states was received on 06-jul-2017 from a patient. This case concerns a (B)(6) female patient who received treatment with synvisc injection and later after unknown latencies was unable to walk, experienced swelling in knee and pain in knee. No relevant medical history, past drug, concomitant medications and concurrent conditions were reported. On an unknown date, patient initiated treatment with intra- articular synvisc injection (dose, frequency, batch/lot and expiration date not provided) for osteoarthritis. On (B)(6) 2017, patient received the third injection. On an unspecified date in 2017, after unknown latency, patient had a lot of pain and swelling in the knee. Patient had to go to the emergency room due to the pain. It was reported that the patient went to shopping after the injection and was doing fine. Later in the evening, patient went to the show and after sitting there for a couple hours, patient was unable to walk (onset date: 2017; latency: unknown) and had to have help walking out of the show. It was reported that the emergency room gave her something for the pain and told her to put some ice on the knee. Corrective treatment: not reported for unable to walk, ice for swelling in knee and unspecified medication and ice for pain in knee. Outcome: unknown for all events. A pharmaceutical technical complaint (ptc) was initiated and results were pending for the same. Seriousness criteria: important medical event for unable to walk. Pharmacovigilance comment: sanofi company comment dated 12-jul-2017: this case concerns a patient who received treatment with synvisc for osteoarthritis and later experienced knee swelling, pain and was unable to walk. On the basis of temporal relationship and clinical course causal role of suspect product cannot be excluded in occurrence of the event. However, due to lack of information regarding medical history, concomitant medications and past drugs complete medical assessment of the case is difficult.